Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys insulin results for 1 patient sample on a cobas e 801 analytical unit compared to an abbott alinity analyzer. The e801 result was 0.4 uiu/ml. The doctor questioned the result as it did not match the patient's clinical status. The sample was repeated on the alinity analyzer and the result was 20 uiu/ml. The sample was repeated again on another e801 analyzer and the result was 0.2 uiu/ml.

Manufacturer narrative:
Section d10, concomitant medical products, was updated. The patient had a low c-peptide result (0.1 ng/ml), which confirms the low roche insulin result. The patient takes glargine and aspart insulin. Treated insulin analogues are not recognized by the elecsys assay, in contrast to the competitor abbott assay. The investigation did not identify a product problem.